Event description:
It was reported that patient underwent (B)(6) surgery on (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to bearing dislocation while the patient was playing football. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.